Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by a sales representative via phone that an ar-2658tr knotless distal clavicle plate button tightrop slipped and came off the driver. Clavicle fracture on (B)(6) 2024 when implanted after passing the clavicle it slipped and came off the driver. The device was retrieved after 10-15 minutes. No additional anesthesia was administered. The case was completed using another ar-2658tr. There was no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.